Event description:
It was reported that the bipolar lead impedance has increased. It was decided to leave the lead pacing in unipolar and sense bipolar. The lead remains in use and the patient will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was further reported that the lead had noise and when the device was removed from the pocket for lead revision there was loss of capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.